Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; initial implant malpositioning, possibly exacerbated by the patient's small size.

Event description:
The patient had left side si joint arthrodesis in (B)(6) where two implants were installed. The patient later reported a recurrence of si joint pain symptoms. The surgeon determined that the caudal positioned implant was not placed optimally possibly due in part to the patient's small stature. In (B)(6) 2019, the surgeon removed the caudal positioned implant and replaced it with a longer implant of the same type in a better position. The status of the patient following the revision procedure is not known.